Event description:
In 2008, the pt reported receiving an e4 (occlusion) error and an e8 (power interrupt) error on her infusion device. She stated that she began to feel "worn out" after eating and her blood glucose was elevated to over 500 mg/dl. She bolused 15 units of insulin and received an e4 error. Later in the evening her blood glucose elevated to 597 mg/dl and she bolused 18.7 units of insulin and received another e4 error. She cleared the e4 error and immediately received an e8 error. She stated that her battery had been in use for at least every 4 weeks. She inserted another battery into the infusion device. Her blood glucose at the time of the report measured 505 mg/dl. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.